Event description:
No additional information received from the customer.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: there was a noisy image and no image identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage on the circuit board of the video plug section, a noisy image occurred and the image was not displayed which caused the e216 error. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope experienced a scope communication error e216 screen not coming out. The event occurred during inspection for use. There were no reports of patient involvement.